Event description:
(B)(6) - it was reported by the consumer that the 65510 rollator tipped and she has fallen a few times without injury to report. On (B)(6) 2012 she was crossing the street, when the unit hit a crack and she catapulted into a metal rail, smashed her glasses, hurt her nose and wrist. She sought medical attention, had x-rays and a cat scan done, which revealed that her swelling wrist may need surgery. She was unable to use her hand. She was also going to see an eye doctor. This report will be revised if additional information is ever received.